Event description:
The user facility reported a patient noted as high-risk percutaneous coronary intervention was going to be on an impella 2.5 for mechanical circulatory support. It was reported that during delivery the impella was unable to advance past the iliac. It was reported that the device was removed. No additional information is available.

Manufacturer narrative:
The investigation into product delivery issue has been completed. The impella pump was returned for investigation. A visual inspection of the returned product indicated there was a catheter kink. Based on the clinical details and visual inspection the cause of the delivery issue was the patient condition as the physician was unable to advance the impella 2.5 past the iliac. This report is being filed as part of a retrospective review of historical records.